Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited high defibrillation thresholds since implant. Defibrillation threshold (dft) testing was performed as a result. A shock on the t wave test was done where the patient successfully was converted out of ventricular fibrillation (vf) with a 17 joule shock on the first attempt. The device and lead remain in service to date. To date, no additional adverse patient effects have been reported.